Manufacturer narrative:
G4: 10jul2020 b4: (B)(6)2020 information was received that the power supply was replaced and the ventilator was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
It was reported that the ventilator's power supply 'just died'. Additional information about the event has been requested. There was no patient involvement. The customer troubleshot with technical support and was provided with the part number for the power supply.